Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was returned where it was determined that the distal conductor connector pin was bent. It was noted that the lead appeared damaged at implant.

Event description:
It was reported that the physician noticed that the lead connector pin was bent upon testing the lead during the implant procedure. A different lead was successfully implanted. No patient complications have been reported as a result of this event.